Event description:
Boston scientific received information that the battery stage for this implantable cardioverter defibrillator (ICD) had an early change from middle of life 2 to elective replacement indicator (eri). The change occurred within six months where no shocks nor pacing was recorded. A boston scientific company representative discussed that the device tripped elective replacement indicator (eri) status based on charge time. The monitoring voltage also dropped from middle of life 1 to middle of life 2. There was also an increase in charge time of above 18.9 seconds. In addition, the company representative discussed about device replacement. No adverse patient effects were reported. The device remains in service. Additional information received. The device was explanted. No adverse patient effects were reported. The device was returned.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.